Manufacturer narrative:
Following investigation have been carried out: photo: the quality of the photos are not high enough to use them for the investigation. Production documents: no abnormalities in the production process of the affected batch. Trend analysis: no comparable complaint and defect reported within the last year. We therefore assume that this is a rare, isolated case. Product investigation: not possible because affected product was not returned to tracoe. Usage: the application time of the extension piece was no reported.

Event description:
1) what went wrong: the 15 mm connector of the extension piece was disconnected from the extension tube and was still attached to the tracheostomy tube. Therefor the connection was interrupted and the ventilator alarmed. The tube was changed afterwards, instead of removing the 15 mm connector from the tracheostomy tube. 2) health effect: short term desaturation, no further health effect reported.